Event description:
Patient had an abdominal aaa repair procedure utilizing in zenth endograft 2004. During the initial procedure another MFR's stent was deployed at the proximal sealing stent of the main body graft to resolve a proximal type I endoleak. At the conclusion of the procedure the endoleak had been reduced to a minimal endoleak and was thought would resolve. A follow-up examination performed at a two month period noted what was believed to be the development of a type iii endoleak.